Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that patient has been scheduled for left knee arthroplasty revision procedure due to unknown post-operative complication on bearing.

Manufacturer narrative:
Concomitant medical products: unknown mg ii femoral, unknown mg ii tibial component. Reported event was unable to be confirmed due to limited information received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a total knee arthroplasty revision on an unknown date due to unknown post-operative complication on the bearing. Competitor products were implanted during the revision. No further information is available.